Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 116" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section event (medical device problem code). Evaluation: the customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The system board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complaintant alleged that during biomed testing, the device displayed a "pacer fault 116" message and the device failed the 30 joule self-test. Complainant indicated that there was no patient involvement in the reported malfunction.